Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose had a hole near the muffler, the teflon seal was protruding from the swivel and the cutter could not be secured. It was determined that the protruding teflon seal was worn from normal use, which was due to normal use over time. It was further determined that the lock cylinder and pawls were damaged, which was consistent with improperly using the disconnect sleeve while the motor was in use. It was determined that the component damage was caused by user error. It was further observed that the hole in the hose was in zone 1 which was consistent with manufacture fixture which caused the damage. It was determined that the component damage was caused by assembly manufacture fixture. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing over time, user error and improper assembly / manufacture. The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning and maintenance process, it was discovered that the hose was torn on the motor device. During in-house engineering evaluation, it was observed that the lock cylinder and pawls were damaged. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.